Manufacturer narrative:
Device eval of belt sn (B)(4) is complete. The reported problem (add gel/replace belt messages) has been confirmed. As received, the belt failed incoming testing. Upon eval, the distribution node (dn) to rear therapy pad (te) cable was pulled from the strain relief. The cause of the test failure is pulled cable. The root cause of the pulled cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective belt. The patient received a replacement belt.

Event description:
Zoll customer support contacted a (B)(6) male patient about gel previously released; flags. The patient was issued a replacement belt.